Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, the patient's mother reported that the patient faced kinked (crimped) cannula which caused high blood glucose level. At the time pf the incident, the patient's blood glucose level was 19 mmol/l. She stated that the adhesive part was soaked with insulin. The site location was the patient's hip and the bent cannula occurred after two days of use. No further information available.